Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 89 mg/dl at the time of the call. The customer stated that the pump was sitting in a backpack. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test was noted. The pump had intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump also had a missing end cap sticker, minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.